Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced difficulty deflating the device. A surgical procedure was performed during which the existing app was removed and replaced with an inflatable penile prosthesis (ipp) due to patient's request. No patient complications were reported.